Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's interface pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device would not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report a non critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to pin 23 on pcb-mounted jack connector, designator j31, being electrically open.